Manufacturer narrative:
Device not yet evaluated by manufacturer.

Event description:
The catheter showed e001 error.

Manufacturer narrative:
The probe has been returned and analyzed by quality control laboratory. No abnormal marks were visible on the catheter except a contact between two soldering under the silicone membrane. The error was confirmed by connecting the probe to the monitor, further electrical testing confirm an electrical discontinuity. According to functional tests, the catheter doesn't meet its specifications due to an abnormal contact between two soldering of the micro-wire. The assignable cause of this short circuit is linked to the small initial distance between the two soldering, compliant with the sophysa design specifications requirements. An excessive pressure exerted on the silicone membrane might have created an abnormal contact leading to a false- circuit and the occurrence of error e001. No additional comments.

Event description:
The catheter showed e001 error during implantation.